Event description:
The customer found that the sponge came out from the cap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Sample evaluation: the sample was evaluated by the quality engineer. After the inspection, it was found that the mini cap sponge came out from the mini cap. The problem was confirmed. The root cause was determined to be mishandling during distribution. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.